Manufacturer narrative:
B5 - the reporter indicated that a 12.6mm vicm5_12.6; -3.50 diopter implantable collamer lens had became stuck in the cartridge or injection system. There was no patient contact. This occurred on (B)(6) 2023. On this same date a replacement lens of the same length was implanted and the problem was resolved. Cause of the event was reported as the device. Claim#: (B)(4).

Event description:
A faulty 12.6mm vicm5_12.6 implantable collamer lens of -3.50 diopter was reported. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).